Manufacturer narrative:
The device was in use for treatment. The atrial lead remained actively implanted for approximately 5 years, 11 months. The atrial lead was capped and not returned to perform an analysis. As a result, the allegations against the atrial lead (high thresholds) cannot be confirmed. A review of the device history record identified this serial number, (B)(4) was rejected for foreign material in the tray. Rework was done on this unit and it was released. Final qa inspection for the physique lead includes 100 percent of the following: length measurement, distal spacing is measured, checking the electrical dc resistance on leads from ring to ring, pin to tip and pin to ring, pull test on connector to verify welding, "d" dimension on is-connector is measured, helix operation and function is tested, and a final cosmetic inspection is done on the whole lead from proximal end to distal end under 10x magnification. Final qa inspection is done on the first and last serial numbers of the work order for insertion/withdrawal force test on the is-1 connector. A review of complaints against this work order identified no additional complaints. In addition, a review of the risk for this failure mode identified risk to remain as low as practicable. The instructions for use (IFU) informs the user that lead threshold elevation is one of lead related problems and may result in loss of capture and/or loss of sensing. Potential causes of intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. Possible complications with the use of endocardial leads, may occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. IFU provides precautions: perform procedure under fluoroscopic guidance. The ventricular lead associated with this event is reported under MDR 1035166-2016-00073.

Event description:
The device was in use for treatment. The atrial lead was capped due to the report of high thresholds. The atrial lead had a reading of 3.75 at 0.5. It was further reported that the patient had severe narrowing of the subclavian vein near the suture sleeves; and thus, the physician could only get one lead passed. As the patient's sinus node disease was in the worst condition the physician chose to end the procedure after implant of the new atrial lead. The old right ventricular lead was reported to have low impedance. The old ventricular lead was connected to the new pacemaker generator and new atrial lead and the impedance measured approximately 250 ohms unipolar which further strengthened the concern of insulation failure. There was now intermittent v capture unipolar at high outputs. The new pacemaker was programmed safer since this patient has intact av conduction. At this time, the ventricular lead remains implanted to use if needed.